Event description:
It was reported, the patient had discomfort due to the ipg sticking outward under the skin. The patient was to meet with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.